Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received, it would be processed and considered accordingly. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2011; 407652 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately three weeks post implant of the ipg, and approximately two and one-half years ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.